Event description:
A medtronic representative reported the video signal on the monitor was intermittently disappearing. This issue was observed while in the planning step of the software on the treon navigation system, outside the operating room. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Suspect part has not been returned for evaluation as of the date of this report.